Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced a ventricular tachycardia episode. The implantable cardioverter defibrillator delivered high voltage therapy but failed to convert the patient. The ventricular tachycardia therapy timed out and the patient's rhythm converted on their own. The physician explanted and replaced the device. The patient was recovering after the procedure.